Manufacturer narrative:
Device received with broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was 105 mg/dl. The customer reported that the lip ring of he insulin pump was damaged. The customer also reported that there was a crack on the back of battery compartment of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.